Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that smart pass had been disabled. Boston scientific technical services (ts) indicated that smart pass was disabled due to low amplitude measurements. Ts indicated that as the amplitude measurements were appropriate, smart pass could be enabled. It was indicated the electrode was previously repositioned due to a s curve and a new auto setup was never performed. It was indicated the patient would present for a follow-up and primary vector would be programmed. During the follow-up, primary vector was programmed and smartpass was enabled. No adverse patient effects were reported.